Event description:
Reportedly, during pt use, the ventilator suddenly switched from power pac battery to backup battery. The ventilator did not recognize the power pac battery. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt info was not provided.